Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, microscopic visual inspection found no irregularities. The device was interrogated which confirmed the device had reverted to safety mode while implanted. This device has encountered a double bit error which caused the device to go into safety core. It was noted that therapy was available under all device states during this timeframe. The corrupted memory was corrected and the device went into normal operation. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. The device passed all expected test. Analysis could not determine the cause of the memory corruption.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after a shock was delivered and the patient felt lightheaded. The device was checked and found to be in safety mode with therapy. Technical services (ts) indicated that the device must be replaced. The device was explanted and returned for analysis. Additional information indicated that the patient had had two MRI's performed recently. No adverse patient effects were reported.

Manufacturer narrative:
This device is undergoing analysis. Upon completion of analysis this report will be updated.

Event description:
--